Event description:
The hospital reporter indicated that during an extra-corporeal membrane oxygenation procedure using a gish extra-corporeal membrane oxygenation custom tubing pack, a tiny hole appeared in the tubing used for the pump header and blood squirted out with each rotation. The patient was taken off extra-corporeal membrane oxygenation and is doing well.